Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. The save to disk revealed there was an alert for the device battery voltage being at recommended replacement time (rrt). Time of rrt in save to disk was on (B)(4) 2013 device rrt less than equal to 2.62 volts. Concomitant product: 5076 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.